Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dizziness. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-2). At the time of the call the customer reported feeling dizzy; medical attention was not needed at the time. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.

Manufacturer narrative:
Sections with additional information as of 03-may-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user).